Event description:
It was reported the carelink report said "not taken" for the p and r waves and the atrial lead impedance. Review of data from the device indicates the atrial sensing was not measured due to 100% atrial pacing. It was suspected there was either loss of capture in the ventricle or the atrial lead was pacing the ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.